Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 10.9cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead exhibited high lead impedance. Oversensing and inappropriate high voltage therapy were noted. The lead was capped and replaced. Patient was in good condition following the procedure.